Event description:
It was reported that the patient underwent an unspecified spinal surgery using rhbmp-2/acs and interbody cages. Post-op, "cages that broke in my back that resulted in a second surgery an they can not take the rhbmp2 out..."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
On (B)(6) 2008 the patient presented with a pre-operative diagnoses of: intractable back and right worse than left leg pain secondary to severe diskogenic disease at l3-4, l4-5 and l5-s1 with potential right disk herniation at l4-5 and worse degenerative changes at that level. The patient underwent the following procedures: anterior approach for artificial disk placement (total disk arthroplasty) at l3-4 using the synthes prodisc (large, 6 degree, 12mmp prodisc). Anterior lumbar interbody fusion at l4-5 and l5-s1 using synthes synthetic cages, bone morphogenic protein and allograft. Anterior spinal instrumentation at l4-5 and l5-s1 using synthes anterior spinal instrumentation (25 mm screws at l4-5, 25 mm screws superiorly at l5-s1 and 30 mm screws inferiorly at l5-s1). Fluoroscopy for intraoperative radiographic guidance throughout the case. Loupe magnification throughout the case. Per op notes, the surgeon removed the l5-s1 disk and then loaded the cage with bone morphogenic protein and allograft, the surgeon had a perfect amount of bone morphogenic protein. The cage was placed in great position. At this point the anterior spinal instrumentation was placed at l5 and s1 using 25 mm screws at l5 and 30 mm screws at s1. The surgeon had excellent position and purchase there. At this point l4-5 was exposed and similar diskectomy was carried out. Again, monitoring throughout all this was stable. The surgeon then cleaned out the disk, then placed a large, 8-degree, 15 mm synfix packed with allograft and bone morphogenic protein at l4-5. The surgeon had excellent position of that. At this point the surgeon did the anterior spinal instrumentation at l4-5 with 25 mm screws at l4 and 25 mm screws at l5. These were all torqued into position nicely. At this point final anteroposterior and lateral x-rays were taken. The surgeon had excellent positioning of all three devices at the three levels. There were no changes in the monitoring ng. The patient was taken to the recovery in a stable condition. The patient presented with pre-operative diagnoses of worsening intractable back and bilateral leg pain secondary to pseudoarthrosis at l4-5 and l5-s1 with previous anterior lumbar in terbody fusion at l4-5 and l5-s1 with what appears to be fracture lines through the synthetic cages. The patient underwent the following procedures: exploration of fusion at l4-5 and l5-s1 with findings consistent with pseudoarthrosis at both levels. L4-5 and l5-s1 posterolateral arthrodesis/fusion using bone morphogenic protein (bmp), local autologous bone, allograft. L4-s1 pedicle screw and rod instrumentation using synthes pangaea system. L4-5 decompressive laminectomy with extensive foraminotomies at l4, l5, and s1 for central and foraminal decompression along with disk exploration. Fluoroscopy for intraoperative radiograph and guidance throughout the case. Loops for magnification throughout the case. Per op notes, the surgeon explored the posterior elements extensively and used a towel clip in the spinous process of l5 and was able to move the facet joints at l5-s1 minimally. The surgeon tried that at l4 and there was even more movement at l4-5. This indicated that indeed the anterior fusion was not absolutely solid. The surgeon believed that the pseudoarthrosis added to facet hypertrophy and overgrowth and in fact the facet joints themselves were very enlarged, abnormally. At this point, knowing that he had a pseudoarthrosis, the surgeon felt that he had to do the fusion. The surgeon then took down the paraspinal muscles exposing the transverse processes at l4, l5, and s1. The surgeon decorticated those areas and packed the gutters with 4x4s. The surgeon resected thickened ligamental flavum and removed bone spurs and alleviated severe central stenosis at l3-4, l4-5, and l5-s1. There was foraminal stenosis affecting all of those levels, but l3-4 seemed to be the tightest. The surgeon was able to decompress at all those levels maintaining the bulk of the lamina and spinous process at l3. The surgeon checked the nerve roots multiple times and made sure they were all decompressed. The surgeon explored the disk spaces bilaterally to see if there was any abnormal bone growth from the anterior fusion and did not see that. The surgeon didn't see any disk herniations. Again, the surgeon was able to decompress the nerves and believed that it would alleviate some of patient's preoperative symptoms. At this point the posterolateral arthrodesis/fusion at l4-5 and l5-s1 was carried out with bone morphogenic protein (bmp) as well as local bone, which had been cleaned of soft tissue and morselized along with allograft. The surgeon had used a medium kit of bone morphogenic protein and had an excellent amount of fusion material. The patient was taken to the recovery in a stable condition.